Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. The reference samples for the lot 6006335 have already been previously tested in the complaint (B)(4) on 11-jun- 2025. Test results: the reference samples were visually inspected and tested for flow and leak. All test results were within specifications as per the test report (B)(4). Device history record (DHR) review: packaging: the lot 6006335 was packaging according to the work instruction (wi) version 96, in the machine multivac 10, on 27/mar/2024, with a total of (B)(4) units. Glue-tubing lot: the lot 4c03970 was packaging according to the wi version 62, in the machine sc05 and sc06, on 26/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 15-jul-2025 against malfunction code leakage from infusion site (specific cause not identified) not confirmed to be infusion set related (ex. Tissue no longer absorbing) and lot 6006335 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, one more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced an event of high blood glucose levels on (B)(6)2024 for 16 hours. Blood glucose level was 350 mg/dl at the time of the event. The patient reported that the site was really wet. Patient also experienced vomiting and ultimately disconnected from their pump, reverting to manual insulin injections. After a full supply change and insulin delivery was resumed. No further information was available.